Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery failed. There was no patient involvement.

Manufacturer narrative:
The device was evaluated remotely. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause was due to be a battery failure. The issue was resolved by replacing the battery, and the product is back in service.